Event description:
It was reported that there was blurry image during procedure.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was blurry image during procedure.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. According to henke: scope evaluated as a level 3. Bent, dent, tip and fiber damaged, loose optic system. Probably root cause for this failure is: the complaint for ¿blurry¿ has been confirmed and is due to customer use and handling. The device manufacture date is not known. The reported failure mode will be monitored for future reoccurrence.